Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 1000 mcg/ml at 220 mcg/day via an implanted pump for intractable spasticity. It was asked but unknown when the e vent/difficulty occurred, and event occurred during normal use. It was reported a partial explant of the catheter occurred on (B)(6) 2019 as the doctor was unable to fully explant the catheter due to it being intraspinal. It was would not be returned as it was dis carded by the customer. It was further reported the patient was having the pump replaced for the normal elective replacement indicator (eri). At the time of replacement, the doctor aspirated the catheter and was not able to get good return of cerebrospinal fluid ( csf). He replaced the catheter with a new 8781 and the dose was reduced from 220 to 50 mcg/day. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight was asked but unknown and medical history included cerebral palsy. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the cause of the inability to get good return of cerebrospinal fluid, it was indicated that according to the physician the catheter was interspinous and the cause of the catheter occlusion.